Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue (female connector) and light blue (main body) of a minicap transfer set which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted damaged at the threads of the dark blue female connector. Functional testing including clear passage and clamp function testing were performed with no issue noted. Leak testing was performed with the returned minicap and a leak occurred at the damaged area of the female connector. The reported condition was verified. The cause of the leak was due to the damaged threads on the female connector, however the cause of the damage was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.